Event description:
Reporter indicated that lead test resulted in high impedance reading (dc-dc code 7 and limit) indicating a possible lead malfunction. Generator end of service was ruled out as the cause for the high impedance reading because the eri (elective replacement indicator) flag was "no" indicating that the generator had not reached end of service.